Event description:
It was reported that when an asymptomatic patient presented in operating room for a device change out due to normal eri, externalized conductors were observed. No electrical anomalies were observed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).